Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product will not be returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc that a surgery took place in which the tip of the tlif inserter broke intra-operatively. The tip of the inserter remains in the patient within the cage.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a surgery took place in which the tip of the tlif inserter broke intra-operatively. The tip of the inserter remains in the patient.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. Upon review of the part, it was observed that the distal tip of the inner shaft had sheared at the threaded component. Analysis of the fracture face indicated that the failure occurred in torsion. Due to the rigidity of titanium cages, impaction/rotation forces during implantation are directly applied to the inner shaft. Rotation of the implant while engaged to the inner shaft may have compounded forces at the joint of the threads.